Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina, hypotension and neurological deficit/ dysfunction are known observed and potential adverse events as listed in the instructions for use for the rx acculink. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that post rx acculink stent deployment in the left internal carotid artery, the patient experienced aphasia, chest pain and hypotension. Both the aphasia and chest pain were felt to be due to the hypotension; however the aphasia was treated with heparin and resolved on (B)(6) 2012. No treatment was provided for the chest pain and the hypotension was treated with dopamine. On (B)(6) 2012, the hypotension resolved and the patient was discharged home. There was no additional information provided.